Event description:
During an eight month f/u a coronary angiogram was conducted and there were no issued noted. Approx a year and three months post index, the pt developed an acute myocardial infarction. A coronary angiogram was conducted and a stent fracture was observed proximal and distal to the overlapping portion. Thrombus was observed at the overlapping portion. A 3.5 x 16 mm liberte bare metal stent was implanted at 15 atms for 30 seconds to treat the thrombus and the fracture. The pt had a target lesion in the proximal right coronary artery. The vessel was type c, de-novo, calcified and totally occluded. The lesion length was 40 mm and vessel diameter was 3.5 mm. In 2006, the pt went in for an elective case. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 14 atms for 20 seconds. A 3.0 x 33 mm cypher stent was implanted at 16 atms for 20 seconds. Then a 3.5 x 23 mm cypher stent was implanted at 16 atms for 30 seconds proximal to the first cypher stent. The two stents were overlapping each other. Post-dilation was conducted with a 3.0 x 20 mm balloon at 16 atms for 20 seconds. The residual percentage of stenosis was 0 and timi flow pre procedure was 0 and 3 post procedure. The physician commented that the thrombotic event was possibly due to the stent fracture and that the stent fracture was possibly due to the position of hinge motion.

Manufacturer narrative:
The pt's medications include the following: aspirin, ticlopidine hydrochloride and heparin. Please note: this foreign sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2007-001167 and 9616099-2007-01168. Additional info will be submitted upon 30 days of receipt.